Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360 mg/dl. Reportedly, the customer required assistance address bg level from a health care provider (hcp). Customer¿s hcp performed lab tests and a urinalysis, and recommended the pump supplies to be changed. In addition, a bolus was delivered to address bg level.